Event description:
It was reported that the user experienced a low blood glucose of 65 mg/dl, felt okay, and treated with oral glucose tablets; the cause of the hypoglycemia was unclear, and troubleshooting and education were completed. Symptoms included hypoglycemia. Outcomes included recovery with self-treatment and no hospitalization. Investigation included a review of the event details and user-reported troubleshooting and education. Investigation of this case revealed no device malfunction or component failure identified through user-reported information. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.